Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog and lot number for this device are unknown. Therefore, bard was unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the hypothermia patient cooled on an arctic sun device with the serial number (1221) and they were trying to rewarm from 36.2c to 37c. The nurse reported an alert 01 (patient line open) and an alert 02 (low flow) and stated that the device attempted to start and stop. The flow rate was zero. It was reported that a bend/kink in the thigh pad was observed, so the thigh pads were recently changed, but they were not saved. The adult patient was placed with 4 arctic gel pads. The pad lot number from the box where the thigh pads used was nger3540. The nurse enabled the manual control with only the fluid delivery line attached, the flow rate was 1.7 lpm, the inlet pressure was -7psi and the circulation pump command was 55%. The gel pads were added back sequentially and all the arctic gel pads flow rate were out of the specifications (inlet pressure was - 0.7 to -1.4 psi) and the flow rate was 0 to 0.3/min. The arctic gel pads and the fluid delivery were checked for bends, kinks, damage, but nothing was observed. Later, the gel pads were disconnected and reconnected appropriately with low flow was seen. Mss then recommended the complainant to switch the arctic sun device since they had already changed some arctic gel pads, but they suspected that the arctic gel pads were the issue. The user called back with a new device and walked them through the set up. Then the user started the therapy then the flow rate settled at 1.4 lpm and suddenly went to 0. The nurse would change out the pads and call back if needed. Mss asked the nurse to save the arctic gel pads to be returned to the field assurance. They would try to leave with the emergency (ER) supervisor. Mss called the nurse back to check the progress, but they would not answer and no further calls received from the nurse.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the hypothermia patient cooled on an arctic sun device with the serial number (B)(4) and they were trying to rewarm from 36.2c to 37c. The nurse reported an alert 01 (patient line open) and an alert 02 (low flow) and stated that the device attempted to start and stop. The flow rate was zero. It was reported that a bend/kink in the thigh pad was observed, so the thigh pads were recently changed, but they were not saved. The adult patient was placed with 4 arctic gel pads. The pad lot number from the box where the thigh pads used was nger3540. The nurse enabled the manual control with only the fluid delivery line attached, the flow rate was 1.7 lpm, the inlet pressure was -7psi and the circulation pump command was 55%. The gel pads were added back sequentially and all the arctic gel pads flow rate were out of the specifications (inlet pressure was - 0.7 to -1.4 psi) and the flow rate was 0 to 0.3/min. The arctic gel pads and the fluid delivery were checked for bends, kinks, damage, but nothing was observed. Later, the gel pads were disconnected and reconnected appropriately with low flow was seen. Mss then recommended the complainant to switch the arctic sun device since they had already changed some arctic gel pads, but they suspected that the arctic gel pads were the issue. The user called back with a new device and walked them through the set up. Then the user started the therapy then the flow rate settled at 1.4 lpm and suddenly went to 0. The nurse would change out the pads and call back if needed. Ms&s asked the nurse to save the arctic gel pads to be returned to the field assurance. They would try to leave with the emergency (ER) supervisor. Ms&s called the nurse back to check the progress, but they would not answer and no further calls received from the nurse.